Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during an ipg replacement [related manufacturer reference number: 3006705815-2025-19554], the physician cut a lead. As a result, the lead was explanted to address the issue. Therapy was restored post-operatively. It is unknown which lead was explanted.